Event description:
The complainant reports an under delivery. The intended delivery amount was 400ml with a rate of 250ml/hr; however, per visual assessment using the calibrated measure on feeding bag, 200ml remained.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.